Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review. The product certification was reviewed and no discrepancies were identified, but the device history records were not reviewed as the device was recalled. As the surgeon utilized the device with the knowledge that the device had been recalled, the root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device bent during use with no consequences to the patient. It should be noted the surgeon was aware the device was recalled and continued its use. No further information is available at this time.